Manufacturer narrative:
The customer returned a 253f6 fulgurating electrode (lot 0344 an) for evaluation due to "tip physically broken off". Visual inspection on the received condition was performed and found the tip missing, and noted that possibly the wire assembly as well. The tip assembly is not present at the distal end. The green tube has char marks at the distal end side, which would imply that the device was used. The green tube also has minor kinks. The insert from the proximal end appears normal. The body section also appears normal. The complaint device could not be functionally tested due to the missing tip, and possible wire assembly. The electrode was received inside of a tyvek pouch, that was completely sealed, and showed all the markings that the complaint device was sterilized using sterrad. Based on device inspection and evaluation findings, the complaint was confirmed. The tip and wire were missing and not returned with the unit. Char marks on the green tube at distal end were observed. The green tube also has minor kinks. Based on inspection findings, the likely cause of the reported failure is due to user mishandling. Device history records were reviewed and showed the product met all specifications upon release. This unit was produced in january 2009. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available.

Event description:
As reported, the device 253f6 tip physically broken off during a therapeutic procedure into the patient and it had fully retrieved with no patient injury. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU) and may help detect or prevent the event: " do not attempt to insert the electrode when the distal tip of a flexible endoscope is deflected at an extreme angle. Damage to the endoscope and/or electrode can result. Position electrode appropriately" "keep the distal tip of any electrode, probe, laser fiber, or other ancillary device in the field of view at all times when active." Olympus will continue to monitor field performance for this device.